Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated that he was playing a video game and was getting up from a seated position when the freedom driver began to alarm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Review of alarm history file found no new alarms recorded in the driver's alarm history. Only permanent (high) fault alarms are recorded in the driver's alarm history. Intermittent high fault alarms do not record if the driver is exchanged before the permanent fault records in the driver. It is not possible to confirm the fault alarm based upon the alarm history data. Visual inspection found no evidence of damage to the external components. Visual inspection of internal components found the lower right front housing boss screw and clamp and hose connection were loose and had become disconnected upon removing the front housing cover. Abrasions found on the main pcba and primary motor indicate the components came into contact with one another during operation. Melt marks and creases were found on the speaker to lcd ribbon cable where it is bends toward the primary motor. This is unrelated to the customer reported complaint. The driver passed incoming functional testing. Observation run testing was also performed; no fault alarms occurred during the testing. The customer reported fault alarm was not reproduced, there was no evidence of a device malfunction. The customer reported fault alarm could not be confirmed or replicated. Failure investigation found no evidence of a device malfunction related to the customer reported issue. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4). Follow-up report 1.